Manufacturer narrative:
(B)(4). Jaw. The analysis results found that device (a) was received with the jaws misaligned. A possible cause of this condition may be the incorrect/excessive application of torque to the jaws during instrument use that creates a misalignment of the tips which may result in clip malformation. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing of the device, the instrument loaded, retained and deployed 6 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. However, the found condition of the jaws may lead clip malformation issues. The analysis results of device (b) found that it was received with the jaws misaligned; therefore the clips could not be properly loaded. A possible cause of this condition may be the incorrect/excessive application of torque to the jaws during instrument use that creates a misalignment of the tips which may result in clip malformation. Serial # (B)(4); mfg date: 07/29/2010. Jaw. The analysis results found that device (c) was received with the jaws misaligned. A possible cause of this condition may be the incorrect/excessive application of torque to the jaws during instrument use that creates a misalignment of the tips which may result in clip malformation. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing of the device, the instrument loaded, retained and deployed 6 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. However, the found condition of the jaws may lead clip malformation issues. Serial # (B)(4); mfg date: 01/20/2010. Jaw. The analysis results of device (d) found that it was received with the jaws misaligned; therefore the clips could not be properly loaded. A possible cause of this condition may be the incorrect/excessive application of torque to the jaws during instrument use that creates a misalignment of the tips which may result in clip malformation. Serial # (B)(4); mfg date: 02/02/2009. Jaw. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a coronary artery bypass graft procedure, the clip applier jaws was not holding clips properly, resulting in improper closure of clips. Unknown how case was completed. There were no adverse consequences for the patient.